Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the gas delivery system (gds) assembly.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test at the zero point specification. There was no patient involvement.